Event description:
It was reported that the collimator was loose. There was neither injury reported nor pt involvement. The concern was for a serious injury if the collimator were to fall on a pt or an operator.

Manufacturer narrative:
The ge filed engineer (fe) evaluated the sys and found a missing collimator screw. The fe replaced the missing screw, tightened the collimator bracket, and returned the prod back to svc. Proper preventative maintenance is currently in place per the ge preventative maintenance manual to detect this type of issue.